Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine pain ("severe lower abdominal pain, even when not menstruating / alternating sides of uterus") in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included blood pressure high, multigravida, parity 3 ((B)(6) 1996, (B)(6) 1999, (B)(6) 2004), abdominal mass and alcohol use (socially). Personal history behavioral; no tobacco use history. Allergies: no allergies. Previously administered products included for an unreported indication: ibuprofen in 2000. Family history included percutaneous coronary intervention, diabetes mellitus on (B)(6) 2007, hepatic cancer ((father side grandfather-60s)) on (B)(6) 2006, welts (genetic disease (cousin)) on (B)(6) 2006, breast cancer (maternal aunt), ovarian carcinoma (grandfather prostate), hypertension (parents), pap smear abnormal (paternal grandfather's) and mammogram abnormal (father). Concomitant products included ibuprofen (motrin) and lisinopril since 2014. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/abnormal menstruation, abnormal bleeding (menorrhagia)"), dysmenorrhoea ("abnormally severe menstrual pain") and vaginal haemorrhage ("vaginal bleeding, abnormal bleeding (vaginal bleeding)"). On (B)(6) 2005, the patient experienced migraine ("migraines"), headache ("headaches") and endometrial thickening ("thickening lining"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine pain (seriousness criteria medically significant and intervention required), vaginal infection ("chronic vaginal infections") with vaginal discharge, back pain ("sever lower back pain even when not menstruating") and abdominal pain lower ("I'm cramping really bad"). The patient was treated with misoprostol (cytotec) and surgery (total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine pain, menorrhagia, vaginal infection, dysmenorrhoea, back pain and alopecia was resolving and the vaginal haemorrhage, migraine, headache, endometrial thickening and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, endometrial thickening, headache, menorrhagia, migraine, uterine pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: confirming full occlusion of fallopian tubes. Ultrasound scan - on an unknown date: thickening lining on (B)(6) 2013,pelvis ultrasound-thick endometrial stripe. Although the endometrium is slightly heterogeneous. There is not the overall appearance of adenomyosis. On (B)(6) 2014,endometrial biopsy was performed. On (B)(6) 2015,supplemental hpi, test conclusions. Most recent follow-up information incorporated above includes: on 26-jun-2018: pfs and mr received: reporter information updated and event endometrial thickening added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain, even when not menstruating / alternating sides of uterus") in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included blood pressure high, multigravida, parity 3 ((B)(6) 1996, (B)(6) 1999, (B)(6) 2004), abdominal mass and alcohol use (socially). Personal history behavioral; no tobacco use history. Allergies: no allergies. Previously administered products included for an unreported indication: ibuprofen in 2000. Family history included percutaneous coronary intervention, diabetes mellitus on (B)(6) 2007, hepatic cancer ((father side grandfather-60s)) on (B)(6) 2006, welts (genetic disease (cousin)) on (B)(6) 2006, breast cancer (maternal aunt), ovarian carcinoma (grandfather prostate), hypertension (parents), pap smear abnormal (paternal grandfather's) and mammogram abnormal (father). Concomitant products included ibuprofen (motrin) and lisinopril since 2014. On (B)(6) (2004, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/abnormal menstruation"), dysmenorrhoea ("abnormally severe menstrual pain") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2005, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6)2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal infection ("chronic vaginal infections") with vaginal discharge and back pain ("sever lower back pain even when not menstruating"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, menorrhagia, vaginal infection, dysmenorrhoea, back pain and alopecia was resolving and the vaginal haemorrhage, migraine and headache outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, headache, menorrhagia, migraine, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: confirming full occlusion of fallopian tubes. On (B)(6) 2013,pelvis ultrasound-thick endometrial stripe. Although the endometrium is slightly heterogeneous. There is not the overall appearance of adenomyosis. On (B)(6) 2014,endometrial biopsy was performed. On (B)(6) 2015,supplemental hpi, test conclusions. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter, patient demographics, historical drug concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, migraines, headaches, were added and event onset date was added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain, even when not menstruating") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/abnormal menstruation"), vaginal infection ("chronic vaginal infections") with vaginal discharge, dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("sever lower back pain even when not menstruating") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, menorrhagia, vaginal infection, dysmenorrhoea, back pain and alopecia was resolving. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, menorrhagia and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: confirming full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.